Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection.